Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 1.1 failed cannot recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed and could not be recovered. A field service engineer observed drawer main was failing to detect several pockets on the bus .the field service engineer noticed that no pockets were showing in 1.1. The field service engineer then reseated the row board connector on the controller board and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.